Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the iabp unit and reconnected the connections of the video generator pcb. The issue was not resolved. The fse then did reset of the connections of the upper display monitor pcb and video generator pcb. The display was then working okay. All tests were performed and passed. The unit was observed for more than two hours on a system trainer. The iabp was handed over to the customer in good, working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) display was flickering while switching on. There was no patient involvement.